Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the electrodes and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium results on six patient samples was related to a malfunction of the electrode. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on six patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.